Event description:
A hospital in another country, reported that there was a leak in the expiratory limb of the rt340 breathing circuit after 20 minutes use on a pt.

Manufacturer narrative:
This is a malfunction that was reported to fisher & paykel healthcare. The product is not sold in the USA, but it is similar to the rt240 which is sold in the USA. The returned sample has been examined visually. We have requested further info from the complainant, and are awaiting a response. Investigation still underway. No results to date. Conclusions - no conclusion can be made at this time.